Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bi lateral cornu and proximal fallopian tubes are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils'), pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, ovarian cyst, uterine bleeding, uterine fibroid, chronic sinusitis, allergic rhinitis, migraine, iron deficiency, heartburn, blurred vision, cataplexy, obstructive sleep apnea syndrome, ovarian dysfunction, premenopause, nasopharyngitis, retinal drusen, vomiting, back pain, allergy to antibiotic, cough, irregular menstruation, paratubal cyst, uterine enlargement and abdominal distension. Concomitant products included amoxicillin sodium (amoxycillin), antihistamines, clindamycin, dexlansoprazole (dexilant), omeprazole and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("other (list): headaches"), fatigue ("fatigue"), anaemia ("anemia") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy; cystoscopy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dyspareunia, headache, fatigue, anaemia, weight increased and menorrhagia outcome was unknown. The reporter considered anaemia, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: three to four coils were noted on the right. The same procedure was carried out on the left and one to two coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the endometrial canal appears normal. The fallopian tubes are occluded. There was no spill into the peritoneal cavity even after voiding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: weight gain, pelvic pain, headache, fatigue, dyspareunia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bi lateral cornu and proximal fallopian tubes are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 632032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, ovarian cyst, uterine bleeding, uterine fibroid, chronic sinusitis, allergic rhinitis, migraine, iron deficiency, heartburn, blurred vision, cataplexy, obstructive sleep apnea syndrome, ovarian dysfunction, premenopause, nasopharyngitis, retinal drusen, vomiting, back pain, allergy to antibiotic, cough, irregular menstruation, paratubal cyst, uterine enlargement and abdominal distension. Concurrent conditions included chronic cervicitis and dysfunctional uterine bleeding. Concomitant products included amoxicillin sodium (amoxycillin), antihistamines, clindamycin, dexlansoprazole (dexilant), omeprazole and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia painful sexual intercourse"), headache ("other (list): headaches"), fatigue ("fatigue"), anaemia ("anemia") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy; cystoscopy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dyspareunia, headache, fatigue, anaemia, weight increased and menorrhagia outcome was unknown. The reporter considered anaemia, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: three to four coils were noted on the right. The same procedure was carried out on the left and one to two coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: the endometrial canal appears normal. The fallopian tubes are occluded. There was no spill into the peritoneal cavity even after voiding.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: weight gain, pelvic pain, headache, fatigue, dyspareunia. Most recent follow-up information incorporated above includes: on 18-jun-2020: medical records received. Lot number, reporter's information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bi lateral cornu and proximal fallopian tubes are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 632032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, ovarian cyst, uterine bleeding, uterine fibroid, chronic sinusitis, allergic rhinitis, migraine, iron deficiency, heartburn, blurred vision, cataplexy, obstructive sleep apnea syndrome, ovarian dysfunction, premenopause, nasopharyngitis, retinal drusen, vomiting, back pain, allergy to antibiotic, cough, irregular menstruation, paratubal cyst, uterine enlargement and abdominal distension. Concurrent conditions included chronic cervicitis and dysfunctional uterine bleeding. Concomitant products included amoxicillin sodium (amoxycillin), antihistamines, clindamycin, dexlansoprazole (dexilant), omeprazole and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("other (list): headaches"), fatigue ("fatigue"), anaemia ("anemia") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy; cystoscopy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dyspareunia, headache, fatigue, anaemia, weight increased and menorrhagia outcome was unknown. The reporter considered anaemia, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: three to four coils were noted on the right. The same procedure was carried out on the left and one to two coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the endometrial canal appears normal. The fallopian tubes are occluded. There was no spill into the peritoneal cavity even after voiding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: weight gain, pelvic pain, headache, fatigue, dyspareunia. Lot number: 632032 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.